Event description:
It was reported that the pt experienced a humming and buzzing sound, whether his external system was switched on or not. The child had a mild to moderate head trauma at school. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.